Event description:
During successful angioplasty and stenting procedure of rca, the guide wire became trapped and broke off between stents. Emergent CABG x2, with removal of 3 foreign bodies from right coronary artery.